Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Device had cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 30 mg/dl; treated with food. The customer stated that he does long runs and bike rides and 2 days of the week before, he was sweating profusely. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.